Event description:
It was reported that the ilet pump was dropped, resulting in a cracked screen and a nonfunctional unit, and a replacement was arranged. Symptoms included no injury. Outcomes included no medical treatment or hospitalization. Investigation included collection of event details and user interview, with device return expected for assessment. Investigation of this case revealed accidental physical damage to the display assembly consistent with impact, leading to loss of function. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage.